Manufacturer narrative:
Catalog# 48553602. Visual inspection; device history review; complaint history review; risk assessment; manufacturing records were reviewed and no anomalies were found. The cause of the fracture is likely dependent on site specific loading conditions (including the location, direction, amount, and speed of loading) as well as the severity of the bending angle and the orientation of the laser marking relative to the bending direction. The rep stated the rod was not acutely bent, not rebent but was bent with the laser mark on the outside of the bend. The root cause is bending with the laser marking on the outer side of the bend.

Event description:
It was reported that the 3.5-5.5 vitalium transition rod allegedly fractured during contouring with the french bender, prior to implantation.

Event description:
It was reported that the 3.5-5.5 vitalium transition rod allegedly fractured during contouring with the french bender, prior to implantation.